Manufacturer narrative:
Date of report: 01jul2019. Date rec¿d by MFR: 28jun2019. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery was replaced to address the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had a battery failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.